Event description:
It was later reported that surgery had occurred to resolve this lead pulling issue. The surgeon removed the generator from the pocket while keeping the lead fully connected. He dissected some scar tissue around the portion of lead that was going superiorly from the generator and thus created more slack. The generator was placed back in the existing pocket and sutured in. No products were replaced. The physician reported that no protrusion had actually occurred. The fibrosis and lead pulling sensation were noted to be related to the presence of vns. It was noted that the surgery referral is for patient comfort only. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information; initial MDR inadvertently omitted information known prior to submission. B6. Relevant tests/laboratory data, including dates; corrected information; initial MDR inadvertently omitted information known prior to submission. F10. Adverse event problem; corrected information; initial MDR inadvertently omitted information known prior to submission. H6. Adverse event problem codes; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that the patient was experiencing pull sensation in her neck potentially due to fibrosis. The device was also reported to be protruding. Patient has been referred for surgery. No known surgical intervention has been preformed to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿lead pulling sensation¿ is not available. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.